Event description:
This peel away sheath did not tear properly and the doctor spent quite a bit of time hand-cutting the sheath to get it out of the patient. This is the second problem with this type of sheath in 2 days. The entire lot is being pulled and returned to the manufacturer.